Manufacturer narrative:
(B)(4). Date device returned to manufacturer changed from 09/21/2015 to 09/17/2015. The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received functional testing. A visual inspection was performed. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 00:04:40. During night drain cycle three, the patient's ultrafiltration reading was 923ml, indicating the home patient drained 923ml more than their maximum programmed fill volume of 1500ml. No further information was available.